Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose of 400 mg/dl. Customer also reported that there was bleeding at sensor site. Customer was assisted troubleshooting for proper sensor insertion techniques but declined troubleshooting for high blood glucose. The sensor will be replaced. The product will be returning.